Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on an unspecified date, pump stoppages due to unspecified percutaneous lead damage occurred. After 6 years and 3 months of lvad support, in light of the pump stoppages, the patient's healthcare providers decided to wean the patient from lvad support. When attempting to close the pump's outflow graft with stenting, the patient suffered a stroke and expired on (B)(6) 2016. The device was not explanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not available for evaluation. Review of the submitted system controller log files confirmed low speed operation and pump stoppage events while the system was operating on battery power. The events appeared to be potentially related to a compromised wire in the driveline. However, damage could not be confirmed without the device for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient noticed the pump stoppages due to alarms and presented to the hospital where the pump stoppages were confirmed through ausculations and an echocardiogram. It was reported that the decision was made to wean the patient off lvad support as the patient was doing fine despite the pump stoppages and showed signs of recovery. The patient's right ventricle was reportedly displaced during the stenting procedure to close the pump's outflow graft. The stroke was reportedly noticed after the stenting procedure. No further information was provided.

Manufacturer narrative:
Approximately 32 inches of the pump's percutaneous lead, measured from the connector end, was returned for evaluation. Examination of the entire portion of the lead found a breach in the insulation of the black wire at approximately 32 inches from the metal connector and in the insulation of the orange and brown wires at approximately 30 inches from the metal connector. These locations were internal to the patient. The damage appeared to be consistent with abrasion damage due to repetitive movement of the lead at this location. As a result of the damage to the insulation, the underlying black, brown, and orange wire conductors were exposed. The black/brown wires represent redundant wires in motor phase 2. The orange wire represents a redundant wire in motor phase 3. The reported red heart alarms, confirmed through the log file evaluation, would have occurred as a result of the exposed conductors of any of the wires contacting the braided shielding while the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases directly contacting each other or making simultaneous contact with the braided shield while on the system was operating on battery power.